Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist reported that the valved trocars leaked and there was a loss of intraocular pressure maintenance due to the permeability of the valved trocars. Patient and procedure impact are unknown. Additional information and product sample have been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are five additional complaints associated with the lot for the reported issue. Two opened trocar cannula/hub assemblies were received for evaluation. The returned samples were visually inspected. One sample was found conforming and one sample was non-conforming with a torn septum. The conforming sample was then functionally tested for leaking and was found conforming. The exact root cause for this complaint is unknown, however, a potential contributing factor related to the manufacturing process of the valves has been identified. An investigation has been completed and manufacturing process enhancements are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).